Event description:
Information was received from healthcare providers via a manufacturer representative, regarding a patient receiving compounded baclofen (2000mcg/ml at 703mcg/day) via an implantable pump. The indications for use were unknown. It was reported, that the patient's managing healthcare provider (hcp) informed the patient's implanting hcp that on (B)(6) 2023, they could not aspirate from the catheter access port (cap). On (B)(6) 2023, the implanting hcp went to open up the pump pocket to do anexploratory catheter revision and the pocket oozed out yellow (possible purulent) fluid around the pump. The implanting hcp cultured the pocket site and noted, it was very red inside the pocket. They attempted to aspirate the cap, and it did not aspirate. They then opened up the spine, which did not show any signs of infection. However, they decided to explant the entire system. As they cut the spinal segment, there was no cerebrospinal fluid free flowing. This validated, that the patient was likely not getting their intrathecal baclofen targeted drug delivery dosing. And the entire system was explanted. The implanting hcp sent the cultures to the lab to explore the infection more. The issue was resolved at the time of the report. It was noted, that the hcp had no further information. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Other medical products in use, during the event include: brand name: ascenda, product ID: 8780, (serial: (B)(6)), product type: 0184-catheter, implant date: (B)(6) 2023, explant date: (B)(6) 2023, ubd: 2025-01-21, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.